Event description:
It was reported that pt was not able to adjust stimulation with the pt programmer, and a por condition showed on the pt programmer. Further info has been requested.

Manufacturer narrative:
(B)(4)